Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Blade broke during procedure. Failure occurred during patient use, no patient or user harm, no medical intervention. The patient was a (B)(6) year old, male, (B)(6) lbs, the o-ring around the blade where wooden handle attaches broke, the patient was stable after the event, the broken part fell into the body field and was retrieved under microscope with forceps, no additional medical procedures were required, yes the device was removed and replaced with another, the case went on and was successful, the procedure was an acdf c7-t1, completed as planned. Although asked if the facility reported the event to the FDA, the answer was not provided.

Event description:
Blade broke during procedure. Failure occurred during patient use, no patient or user harm, no medical intervention. The patient was a (B)(6), male, (B)(6) the o-ring around the blade where wooden handle attaches broke, the patient was stable after the event, the broken part fell into the body field and was retrieved under microscope with forceps, no additional medical procedures were required, yes the device was removed and replaced with another, the case went on and was successful, the procedure was an acdf c7-t1, completed as planned. Although asked if the facility reported the event to the FDA, the answer was not provided.

Manufacturer narrative:
(B)(4). (B)(6) 2017. Device history records for s-0117 from lot code a17 were reviewed: all work instructions and documentation were completed accordingly. All reported deviations or non-conformances were handled appropriately. Quality assurance testing were performed, all inspections passed. One (1) s-0117 vm s-l blunt retr blade 23x65mm alum navy was returned for evaluation as the complaint sample. The sample was returned as a whole part with no missing or extra components. The etchings were noted on the front blade surface as legible and normal: the lot code was displayed as a17 (jan 2017), the sample has possibly been in use for about 1.5 years. Upon initial visual inspections, the sample was noted with a lightly used appearance: surface finish scratches, nicks and discolorations were observed on areas of high usage. The observed surface wear was superficial and did not appear to cause any failures. Furthermore, the metal nipple (t-0110/800) attached on top of the blade displayed usage wear, discoloration from metal contact, yet no failures were noted. Overall no apparent broken parts were noted per customer¿s description, the sample appeared to be normal. Closer visual inspections at 3 times magnified inspections were performed at the nipple mating area. Wear from usage and discoloration was noted, however, no cracks, breaks, corrosion or signs of damages were noted. Per complaint description of possible failure occurrence during mating with retractor handle. Further functional inspections were performed with sample in-house mating part t-0095. Upon functional testing the complaint sample was noted to mate normally and hold its position; no broken, or loose components were noted. Additionally, the sample was tested to also function normally with a snap-ball swivel retractor s-0102. For a second verification the sample was inspected by quality control inspectors: no issues were noted upon performing visual and functional inspections per print. As a final point, the customer¿s concern of the o-ring part was addressed: it was determined that customer may be referring to the grooved rings around the nipple part or another part of the mating product. It should be noted that the technical description of an o-ring is a plastic or rubber formed ring that goes around cylindrical parts, none of the v. Mueller neuro-spine are manufactured with an o-ring. In conclusion, the blade sample¿s failure mode could not be verified, sample was verified to be in normal working condition and can be returned to use.